Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). A carefusion field service engineer ordered a new display, replaced the suspect display, performed operator verification procedures and calibrations for the screen and the o2 calibration. He reported that device is working properly and meeting all factory specifications.

Event description:
The customer reported the touchscreen display on the vela ventilator was intermittently unresponsive. The customer also reported o2 cell calibration failure during testing. The customer reported this issue occurred during pre use check so there is no patient involvement.

Manufacturer narrative:
Device evaluation: failure analysis: received vela front and conducted visual inspection markings on front display. Front panel was installed to a functional vela unit for duplicating the reported problem. The display powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration per service manual. Touch display interaction was successful and can be calibrated. No further actions were taken or required. Findings/root-cause: reported problem could not be duplicated but failed due to intermittent operation caused by ingress moisture between the membranes of the touchscreen. This is considered a known issue.